Event description:
The user received and erroneous creatinine result for one patient sample. The initial result was 6.36 mg per dl, the repeat result as 0.73 mg per dl. No information was provided to determine if the erroneous result was reported or if the patient was adversely affected. If additional information is received, appropriate notification will be provided.